Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ADA 19. Details of surgery: Immediate extraction site. On (B)(6) 2026, the implant was removed upon patient¿s request. The device was forwarded to the manufacturer. At the event the patient experienced: Pain and Inflammation. No further patient complications were reported.

Manufacturer narrative:
The batch number could be verified. Our manufacturing Q-system assures,that production and process controls are in place to ensure that batchesconfirm to the applicable specifications before they are distributed.?The removal of a dental implant during surgery without the replacementof another dental implant is a known inherent risk of the procedure dueto either lack of primary stability of the implant (patienor procedurerelated). It may also include the removal of an implant afterosseointegration due to either the clinician's or patient¿s decision.The manufacturer¿s trend analysis confirms that usually proceduralerrors and/or patient's condition contribute to the event.